Event description:
The p4hb based mesh phasix has been used off-label, by a (B)(6) plastic surgeon for breast reconstruction in women with breast cancer, post-mastectomy. Unfortunately, p4hb materials can activate a pro-oncogenic immune response named the "m2 macrophage" response. Because p4hb activates m2 macrophages, its use in women with breast cancer patients is potentially dangerous. Additionally, introduction of any pro-inflammatory mesh product in a breast cancer resection space, could interfere with subsequent surveillance of cancer recurrences and, thus, lead to a life-threatening delay in diagnosis. FDA safety report ID# (B)(4).